Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin value for one patient sample. The analyzer generated an initial troponin result of 0.15 ng/ml. All other biochemistry results for the patient were within normal ranges so the sample was repeated and generated troponin results of 0.011 and 0.16 ng/ml the customer uses 0.1 ng/ml as their cutoff value. The false positive troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
The customer stated an architect i2000sr analyzer generated a false positive troponin value for one patient sample. Further investigation of the customer issue included a review of the complaint text, accuracy testing of retained reagent, a search for similar complaints, and a review of labeling. An internal troponin-I panel, reagent lot 14273un11, was tested and met accuracy specifications. (B)(4). Labeling was reviewed and found to be adequate. Based on this investigation the architect stat troponin-I assay is performing acceptable and no deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.